Manufacturer narrative:
G4: 07jul2020 b4: (B)(6)2020 the user interface (ui) assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to a burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07jul2020.

Event description:
A user interface (ui) assembly was return for analysis. During analysis of the ventilator the product analysis technician reported that the display was dim. There was no patient involvement.